Event description:
It was reported that the asymptomatic patient presented for in-clinic follow-up with post-paced t-wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were made, and the issue will continue to be monitored.